Event description:
Initial result for a pt calcium test was 10.9 mg/dl. When repeated, the result was 9.6 mg/dl. The field service representative found a broken fitting on the cleaner cap and repaired the instrument by replacing the cleaner cap.